Manufacturer narrative:
(B)(4) (partially deployed / handle broken). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Evaluation in progress.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure performed on (B)(6), 2010 ((B)(6) old female; weight unknown). According to the complainant, the physician was attempting to place the stent in a stricture in the sigmoid along the curvature. After the nurse had deployed approximately 20% of the stent, the deployment handle came free from the sheath. The stent could not be fully deployed or reconstrained. The stent and delivery device were removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure performed on (B)(6). According to the complainant, the physician was attempting to place the stent in a stricture in the sigmoid along the curvature. After the nurse had deployed approximately 20% of the stent, the deployment handle came free from the sheath. The stent could not be fully deployed or reconstrained. The stent and delivery device were removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual and microscopic examination found that the device was returned with a guidewire inserted through it. It was noted that the stent was partially deployed by approximately 38mm. The blue outer sheath had detached from the deployment handle. Examination of the outer sheath noted that it was badly stretched. Examination of the deployed stent and the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.